Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: the event likely occurred due to degradation, associated with the age of the device; it is likely failure of the light source control circuit or failure due to aging degradation of the light source power supply occurred since neither the main lamp nor the emergency lamp lit up. Additionally, it is likely that a component of the light source control circuit that performs igniter control and turret control or a component of the light source power supply failed due to aging degradation.

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report "the main lamp is not igniting" is confirmed due to a faulty igniter. Additionally, "the backup lamp isn¿t firing either" was confirmed, and results found a damaged turret which was not rotating nor making contact with the switch. There was heavy damage found on the front panel and main switch. The lens base was also found cracked and a worn-out scope socket / air joint was leaking air pressure. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the main and spare lamp are not igniting. There was no patient involvement associated to this report.